Event description:
New information received indicated that the pacemaker was explanted and replaced due to the backup mode. The patient condition was stable.

Event description:
It was reported that back-up mode was noted on the patient's pacemaker. No intervention was reported. The patient condition was unknown.